Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h4; h6; h10 the event is confirmed. Visual inspection of the returned bearing found the device to exhibit wear signs of being implanted. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D6a: implant date: 2022. D10 : 42502606801 - femur cemented cruciate retaining (cr) standard left size 10 - 65189779; 42532007901 - tibia cemented 5 degree stemmed left size g - 65303898. G2 : foreign country : united kingdom. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery. The patient presented with hyperextension and pain and the surgeon was concerned for an early infection but was unable to confirm. Subsequently, the patient was revised approximately 2 years post-op due to tibial and femoral loosening. There were no signs of infection noted during the revision surgery. The surgeon noted that there was wear to the medial side of the articular surface and noted the tibial component to have abnormal bone growth attachment to the tibia. Attempts have been made and all available information has been provided.